Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. In this case, the complainant reported that a flap was cut on a shifted position compared to where it was set. This is a recurring issue for this specific device, where previously, a field service engineer identified the most probable root cause to be the microscope sitting loosely in its mount. After the current incident, the fse used longer securing screws and extra clamp washers to reinforce the microscope and stop it from loosening again. During on site visit field service engineer replaced microscope. As reported by the clinical application specialist associate director in the follow-up details, this incident did not have a negative impact on the patient. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check and the energy check were performed successfully without issues. Also, the first ablation check of the reported event date was performed successfully. Later that day (after the reported treatment) the user performed two more ablation checks. The result of these ablations checks was out of specification. The user did not perform treatments after the ablation checks failed. The logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Most probable root cause is microscope sitting loosely in its mount. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the ablation check is out of specifications and flaps were cut out of range and not as set on the cornea (flap decentered) in the right eye of a patient during lasik surgery.